Manufacturer narrative:
Date of event is estimated. A patient experienced high impedance on both leads and the patient lost coverage was reported to abbott. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2020-02848. It was reported that both of the patient's scs leads had high impedances and the patient lost effective coverage. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.